Event description:
The account stated the cell-dyn 3700 analyzer began to smoke upon startup in the morning. The account stated the cell-dyn 3700 analyzer was in standby mode when the operator began startup; it made a short pop sound and smoke began to rise from behind the analyzer. The analyzer was shut down. Then, the cell-dyn 3700 was turned on again; after 30 to 40 seconds a new pop sound occurred and smoke came out from the power supple fan. The analyzer was powered off and unplugged. Service was requested for the cell-dyn 3700 analyzer. No injury was reported due to the smoke from the cell-dyn 3700 analyzer.

Manufacturer narrative:
(B)(4). The investigation of the cell-dyn 3700 analyzer smoke and fire issue identified the root cause as the installation of an incorrect fuse (by either the customer or the field service representative) in the analyzer power supply when it is operated at 220/240 vac (volts alternating current), which may result in the possibility of smoke and fire. The cell-dyn 3700 operators manual contains the electrical requirements and specific voltage settings for each system. There are also controls in place to reduce the risk of smoke and fire (over-current protection, fusing, safety icons and hazard warning labels). The following steps were put in place to correct this issue: -a product information letter was issued on 20 march 2009 to emphasize to new customers to follow the instructions provided in the cell-dyn 3700 system operators manual for fuse replacement. A field communication (product correction) was issued on 27 mar 2009 to all affected customers to ensure that the correct fuse was installed in the cell-dyn 3700 analyzers in the field. Manufacturing instructions were changed to remove the fuse prior to shipping of the product to reduce the risk of an incorrect fuse being installed. Instructions were provided to the field service personnel through an installation check list to verify that the correct fuse was installed during installation. Furthermore, the preventive maintenance procedure was changed to include a check that the correct fuse was installed.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Upon further review, the customer's issue is now associated with remedial action number 2919069-3/31/09-002-c. The investigation is ongoing and the final report will be submitted when the investigation is complete. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.